Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly; two weeks later, a surgery was performed and after inspection it was found that the pump dimpled after squeezing it. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. Under microscope examination, body fluid was found inside the pump; however, it did pass the leaking test. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at fold in the distal end and middle of the cylinder; both cylinders passed leakage testing. The reservoir was visually inspected; however, no visual damages nor abnormalities were found. Also, it did pass the leakage test. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly; two weeks later, a surgery was performed and after inspection it was found that the pump dimpled after squeezing it. The pump was explanted and replaced. No patient complications were reported.